Manufacturer narrative:
Lot pgkt (1): returned 16 february 2022. The investigation is still in process; we will communicate our findings in a follow-up report.

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative everest locking screw inserter tip deformation. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot hfjf (1): the returned device was visually inspected. The hexalobe tip of the device was confirmed to be damaged, with the male hex features flattened and deformed in a slight counter-clockwise pattern. The instrument was disassembled and a foreign contaminant was observed on the threading of the outer shaft and the surface of the inner shaft. The teeth component at the proximal end of the inner shaft was also observed to be deformed. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history for the reported lot number was reviewed and no adverse trends were identified. The most likely root cause for the tip deformation can be attributed to normal device wear over time, as the instrument has been in the field for over 3 years prior to the reported event. Factors such as consistent use of the instrument throughout its lifetime may cause fatigue, leading to the eventual wear of the hexalobe tip.

Event description:
This record is a consolidation of q1 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative everest locking screw inserter tip deformation. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.